Manufacturer narrative:
The date of event/therapy date was sometime between (B)(6) 2017 to(B)(6) 2017. Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a homechoice cassette that was found to have leaked from an unspecified location. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported problem of leak was verified during pressure test and the cause of the event was determined to be a hole in cassette sheeting. An assignable cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.